Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a myomectomy procedure on (B)(6) 2010 and suture was used. The needle broke at the tip after continuous suturing of the uterine wall. The fragment was not found. The surgeon decided the pt did not need any treatments.